Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported per field service report: symptom - unit shut down twice. The customer said something leaking from pump. The pump was exchanged off the pt. There were no reported pt complications or injury. The pt outcome is fine. Findings/actions taken: could not reproduce symptom. Ran pump for 10 minutes when 20 minute alarm displayed. Pump ran another 12 minutes when 10 minute alarm displayed. Checked for spills inside pump, no contamination.